Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported guide break and foot retraction issue was confirmed due to the condition of the returned device. The investigation determined the reported guide break, foot retraction issue and difficulty to remove the device appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report, the following additional information was received: after removal, the proglide device looked different; a portion of the device separated.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a common femoral artery was attempted using a proglide device with a 14fr sheath prior to aortic valve implantation. Reportedly, the proglide foot was opened and not able to retract for removal. The proglide device was caught in the artery. A "little" cut down was used to remove the proglide and surgical closure was performed. Hospitalization was prolonged. The physician is reportedly trained in the use of the proglide device and established in the preclose technique. No additional information was provided.